Event description:
A 24hr continuous 30 day portable cardiac monitor does not alarm when disconnected providing incomplete and thus false data. As such it becomes dangerous in that it jeopardizes a pt's accurate diagnosis. This unit should have the same alarm standard as any intensive care cardiac monitor, i.e. Alarm when disconnected. Dates of use: 2009. Diagnosis: possible life threatening cardiac arrhythmias.